Manufacturer narrative:
The device, intended for use in treatment, was returned for evaluation. A visual assessment of the device confirmed the stated failure. This failure mode has been previously identified. Although we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture; the information available as a result of this investigation indicates that corrective/preventive action is warranted. This issue has been submitted in accordance with applicable internal procedures. This device is reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. This device is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Expected wear/tear is likely the probable cause of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, corrective and preventive action is indicated to mitigate future recurrence of similar events. Should additional information be received, the complaint will be reopened. No further investigation warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary.

Event description:
It was reported that, prior to surgery, during set up inspection process, was noticed that the locking ring of the journey ii cr lock fem implant impactor has seized up. There was no case or patient involved when the issue was noticed.